Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The pump had cracked case window display corners, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 576mg/dl. The customer states they have treated with the pump. The customer states they feel the pump is not delivering insulin. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.